Event description:
In 2009, a doctor reported that a veneer placed with nx3 on a patient had fallen off 2-3 weeks after placement.

Manufacturer narrative:
Evaluation summary: leaflet 1 exhibits a diagonal suture track marking at its free margin and across to commissure 1. The marking is an impression of a suture track that most likely looped over commissure 1. Indentations in the free margins of leaflets 1 and 2 at commissure 2 are similar to those made by a suture loop. However, no suture track was detected at this region. A tear at the free margin and along the attachment site of leaflet 3 measures to approximately 2-3mm. At commissure 3, adjacent to the described tear, the sewing ring is cut and the wireform is exposed, most likely due to mechanical injury. Leaflet 3 also exhibits a crease in its cusp area due to indeterminable reason, which led to a gap at the coaptation region. No inconsistencies detected in the x-ray.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
It was reported that the 6900p, size 25mm, was explanted due to mitral insufficiency. They then followed up on the patient and she has insufficiency, it then grew worse, patient believed to be very sick. By monday, they explanted the valve, re-implanted with a mosaic porcine valve, as a result they looked at the valve today and they need to send it back for a report. As of today, the patient is doing well. The surgeon did both a mitral and tricuspid repair. The tricuspid repair was with a mc3 annuloplasty system model 4900, did not like the way valve looked, removed it and then replaced it with model 4450 annuloplasty ring in the tricuspid position. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.